Manufacturer narrative:
No patient was involved. The evaluation of the malfunction is ongoing. The shuttle is not used during operating procedure. It can be used for transport of patients.

Event description:
Trumpf medical was informed that a spindle on the fast adjustment drive of a shuttle became loose in (B)(6). No patient was involved.